Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultramini meter was displaying inaccurate readings compared to a calibrated lab method. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013 at 12pm. The patient reported obtaining a reading of ¿460mg/dl¿ on the lfs meter compared to ¿140mg/dl¿ on a lab reading. Based on statistical methodology, the calculated difference between these readings does not exceed the expected value of <=20% or <=20 mg/dl performed within 10 minutes of each other. The patient reported using oral medications with diet and exercise to manage his diabetes. The patient reported making no changes to his usual diabetes management routine on the day of the alleged issue. The patient denied developing any symptoms due to the alleged issue. The patient reported on (B)(6) 2013 at 3pm, (B)(6) 2013 at 8am and on (B)(6) 2013 at 2pm he went to the doctor¿s office and received unknown treatment. The patient reported on (B)(6) 2013 at 10pm his blood glucose was measured on a walgreens glucose meter and the result was not reported. At the time of troubleshooting, the cca determined the meter was in the correct unit of measurement at the time of testing and he was using an approved sample site to obtain the samples. The patients test strips and test strips vial were in good condition. The patient was using the correct testing steps. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims due to the alleged issue, he required treatment from a healthcare professional for an acute complication of diabetes.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.